Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 378 mg/dl, 317 mg/dl, and 87 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice, milk, and a sandwich. Low blood glucose symptoms improved 10 minutes later. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Na

Event description:
Adverse event(s): "decreased va" (impaired vision). Product problem(s): "membranous substance on surface of the iol" (no info [iol (intraocular lens) implant]). A surgeon reported a pt experiencing decreased visual acuity over a period of two years following bilateral intraocular lens (iol) implant surgeries. Approx four months after the surgeries, a yag laser treatment was performed due to pco (posterior capsule opacification). Recently, the surgeon reported noting a membranous substance on the surface of the iol located on the resected area by yag laser treatment. Additional info has been requested. There are two medical device reports associated with this event, this report is for the fellow eye.